Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Healthcare professional also reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the was device underweight. A microscopic analysis was performed which identified opening extended is found with the following conditions: smooth edge on radius due to smooth opening, crease sharp edge on radius assessed as fold flaw opening, stress marks and wear abrasion. Based on the device analysis, the final assessment is an opening extended is found with the following conditions: smooth edge on anterior due to smooth opening, crease sharp edge on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: iii, rupture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Healthcare professional also reported left side rupture. Device remains implanted.